Manufacturer narrative:
D.3. Product manufacturing site updated due to receipt of suspect product change from cannula to custom pak. G.9. Manufacturer report number corrected and reported under [MDR#2508280 for mfg. Site 1644019-2024-01096]. The manufacturer internal reference number is: (B)(4).

Event description:
Based on information received following submission of the initial report, the product has been changed from the unspecified cannula, apd to custom pak, manufacturing site has been changed from apd, sinking spring to htx, houston.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an ophthalmic cannula was not allowing fluid through or needed high pressures to get fluid to flow. The procedure details were not reported, there was no patient affected.